Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure, the patient fractured a screw. Due to the positional difficulty and the space to work with, the doctor had to exert a little more force to locate the screw in the fixation of the prosthetic cup causing the screw to fracture. . This fact does not generate any damage or hinder the procedure, even achieving the desired fixation. No adverse events were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.